Event description:
It was reported via e-mail that the customer decreased. The customer's boyfriend was contacted and he stated that the customer passed away due to hyperglycemia and she was wearing the pump at the time of death.